Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display after changing battery. The customer¿s blood glucose level was 107mg/dl at the time of the incident. Customer advised to revert to backup plan as per hcp¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had no missing segments/partial display noted. Insulin pump passed self-test and displacement test. Insulin pump was received with minor scratched display window, broken battery tube threads,cracked reservoir tube lip, missing end cap sticker and corroded battery tube.